Event description:
The complainant reports the foley catheter is tearing at the inflation funnel.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. A quality evaluation was performed to address this complaint issue. No sample was received on (B)(4) 2014 concerning the 'product showing signs of tearing'. Based on the lot number provided by the customer, the assembly work order was retrieved to assist in the investigation. On review of the assembly work order there were not any associated defects detected during the inspection process. Review of the complaint trend from 2000 to year to date (B)(4) 2014 there was no negative trend observed. Review of the incoming inspection report for the silicone catheter for this lot does not reveal any sign of inspection failure. There were no silicone tears adjacent to the connectors noted during the inspection process. This batch was considered acceptable at the point it was released. Review of our internal process was done, i.e. Valving and sleeving process were performed according to specification. There are no sharp edges on sleeving jig nor valving machine. The catheter is placed in the correct position during the sleeving and valving process. There was no sign of a sharp object that could lead the funnel to tear was observed during these two processes. There is no significant change in moulding machine set up nor change in personnel who are assigned to the funnel moulding process. Only one mould is used for all sizes. The mould for the funnel injection process was inspected and confirmed to be in good condition. Furthermore, there is no abnormality in the funnel material physical properties, tensile strength test results or moulding parameter during the production of the affected production lot. Tensile strength for the funnel was performed based on a random sample in order to verify the robustness of the funnel after the selected area was stretched instantaneously. The sample was pulled at a point similar to the breaking point cited in the complaint product. An actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on the record review no significant abnormalities were shown. We will continue to monitor the complaint trend to find out if there are any other possible causes which may lead to this defect.